Manufacturer narrative:
Investigation summary: it was reported the customer could not discharge the insulin. To aid in the investigation, five samples with the plastic shields were received for evaluation by our quality team. Each sample came connected to a 3ml exel syringe. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Four of the samples expelled the solution with a normal flow and one did not; this needle is clogged. It could be possible that while passing the needle through the stopper vial/cartridge the needle got clogged with the stopper material. A device history record review was completed for provided material number 305110, lot number 0072110. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed in one of the five samples. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was blocked and couldn't discharge insulin. The following information was provided by the initial reporter: "issue: was able to draw up insulin but could not discharge it."